Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2023. H6: manufacturing location: monument manufacturing date: 29 august 2021 expiration date: 31 july 2031 part: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile lot: 350p674 (sterile) one piece was scrapped at anodize for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by (B)(4) ((B)(6)) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿nail did not fill the femur well enough¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon commented that a 125mm helical blade would have been too long. The surgeon was pleased with the 120mm length of the chosen helical blade, and no adverse events occurred.

Event description:
It was reported that on (B)(6) 2023, during intra-op while doing a tfna, the surgeon thought the measurement was wrong because it was so long. However, the measuring device turned out to be accurate and the patient did have a large femur. The surgeon had chosen a 10mm nail before the case started, and he ended up saying the nail did not fill the femur well enough, and was migrating inside the nail during compression because the patient had such large anatomy. Ultimately there was no allegation, once he confirmed that the femur was actually that size. Initially he thought it was measuring too long at 125mm, however once he used another method to confirm, the measurement was in fact 125mm. He ended up deciding to go with a 120mm tfna helical blade. He did comment that a 125mm helical blade may have been too long for this patient, but the measurement was confirmed. They may have been because of movement of the femur while helical blade was impacted in. No adverse events occurred. Procedure was completed successfully without any surgical delay. No fragments were generated. No patient consequences. This report is for one (1) 10/130 deg ti cann tfna 170 - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.